Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical solid bk 52mm, catalog: 500-01-52e, lot ID: 26654301 v40 cocr lfit head 40mm/+12, catalog: 6260-9-440, lot ID: rrmmna accolade (127 deg) size 2.5, catalog: 6021-2530, lot ID: 26376201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's inflammatory tissue reaction. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Device history review determined all devices in the reported lots were accepted into final stock with no reported discrepancies. Complaint history review determined there have been no reported events for the specified lots. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient required a revision of her acetabular component due to anterior dislocation subsequent to inflammatory tissue reaction."